Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the customer reported hearing a grinding noise and no tissue sample was in the canister after attempting to switch to the petite needle. It was reported that errors were seen and could not initially be cleared; however, the customer was able to reset with a new needle and clear the errors. It is reported that the procedure could not be completed, and the patient was rescheduled. A field engineer was dispatched to assess the brevera system but was unable to duplicate any abnormal noises or errors. The field engineer determined that the event may have been related to the needle and the brevera system is functioning properly. No further information is available.